Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) implanted got five shocks in the first ventricular tachycardia (vt) zone and a diverted shock on the last attempt. Therapy was exhausted in the lower zone. The patient was planned for admission and modification of medications. Additional information received indicates that the therapy delivered was inappropriate. This crt-d remains in service. No adverse patient effects were reported.